Event description:
Device malfunction: no blood flow in the marker. Time of malfunction: during pre-close technique, before procedure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted to place sutures for later arteriotomy closure using a pre-close technique with a prostar device prior to an endovascular abdominal aortic aneurysm procedure. Reportedly, resistance was encountered while advancing the device into the arteriotomy and blood flow was not observed through the marker lumen. The prostar was retracted and the marker lumen was flushed, the device was repositioned in the artery but marking was not steady and bleeding from the arteriotomy around the device was noted. The prostar was removed and a 22f introducer sheath was placed. The endovascular procedure was completed and hemostasis was achieved by surgical suture/stitch. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided, therefore, a device history record review could not be performed.